Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the small battery drive device was insufficient/low. It was determined that the device had a cosmetic damage and the coupling was worn. It was further observed that the moving parts of the trigger did not move smoothly. It was determined that device had fluid damage-improper reprocessing. It was further determined that the device failed pretest for check power with test bench, min.67.5 to 110 watt, check triggers and check the attachment coupling. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact year of the event was unknown. However, it was reported that the event occurred in (B)(6). All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.